Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an increase in pacing threshold measurements. There was also evidence of oversensing as the device markers indicated the lv sensed beat was occurring before the right ventricular paced beat. There was suspicion that the lead had dislodged, but no confirmation. At the most recent follow up, high thresholds were again observed. Fluoroscopy confirmed the lead had dislodged into the coronary sinus. A revision procedure was performed and the lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The conductor coils were noted to be deformed at 355, 380, and 395 mm from the terminal pin. This damage was thought to be due to some type of grabbing tool. Dried blood/body fluid was noted in the lumen of the lead. Laboratory testing was unable to reproduce the reported clinical observations.